Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year seven months post inferior vena cava filter deployment, an abdominal angiogram CT demonstrated an ivc filter with its posterior distal hooks visualized outside of the inferior vena cava. Approximately three years post deployment, cts demonstrated an ivc filter with several of the ivc filter limbs extending beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf320j vena cava filter experienced a patient device interaction problem. This report was received from one source. One patient was involved with no patient consequences. The patient is (B)(6) and female. Patient weight was not provided.